Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra xc had ¿the needle pop off in the patient's face and the product came out everywhere". Patient contact was made. No injury to the patient, injector or staff was reported. Packaged needle was used.

Manufacturer narrative:
Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported the event of one syringe of juvéderm® ultra xc had ¿the needle pop off in the patient's face and the product came out everywhere". Patient contact was made. No injury to the patient, injector or staff was reported. Packaged needle was used.